Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had intermittent phacoemulsification and occlusion during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative found the tip on the handpiece was loose and advised the customer to follow the instructions per the directions for use (dfu) to tighten the handpiece tip. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 4, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to user error as the directions per the dfu were not followed. (B)(4).